Event description:
Reportedly, during testing, the ventilator displayed an 'internal battery failure' alarm. When the unit was turned on and the external battery was removed the ventilator shut down. There was no patient involvement reported.